Event description:
It has been reported to philips that a field service engineer (fse) was injured while tilting a mobile view station (mvs) of a veradius mobile system to replace the mvs wheels due to brakes failure. The fse stated that he tore his right arm bicep and underwent a surgery to repair his bicipital tendon and physical therapy afterwards. There is no allegation of deficiency related to the system (device) regarding this specific complaint. The allegation relates to the employee¿s performance of his job duties as a field service engineer. An investigation into this complaint has been initiated by philips.